Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Customer reported that the iunihg screw fractured in the patients mouth.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.